Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the effect of dbs was initially very good and the patient could take care of themselves. However, on the third day the effect was not ideal; walking was not good and they tumbled many times. Postoperative temperament changed. The patient could not chew and just directly swallowed. The debugging parameters had no effect. The patient usually tumbled and they could not take care of themselves. The family was worried the patient might have a fracture. The patient went back to the hospital to check for hydrocephalus, then the condition was aggravated. The patient was unconscious in the ICU ward and passed away. It was unknown if there was more than a 50% reduction in symptoms. Effective measures were not taken. Troubleshooting was unknown. The patient was currently observing at home. Additional information received from a consumer indicated it was unknown if the death or loss of consciousness was related to the device/therapy. The patient's hydrocephalus test came back positive; it was unknown if this was related to the device/therapy. The patient had been able to take care of themselves before the surgery. It was unknown if any diagnostic reports were performed prior to death. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.